Event description:
Upon regular inspection, the canister was found not to seal properly. The lid did not seat completely on the canister. This was found during a procedure and an additional paps1 was available for use if necessary.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.